Event description:
The customer reported that a patient was having an allergic reaction 15 minutes into thermononuclear cell (mnc) collection procedure. The patient complained of itching and the nurse noted that the patient's face was red and hives on cheeks. The nurse contacted the medical director and the medical director ordered 25 mg of IV benadryl in response to the patient reaction, which was administered during the event at 09:20, 12:00, and 13:20. The procedure was completed with the same disposable set and machine. The patient was discharged instable condition. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention via IV benadryl.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: a definitive root cause could not be determined. Possible causes for the reaction include but are not limited to patient disease state, patient physiology, or patient sensitivity/allergy to ethylene oxide (used during sterilization).the spectra optia apheresis essentials guide provides the following caution: " the spectra optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure." The spectra optia apheresis essentials guide also states "be aware of possible patient reactions to apheresis procedures, and be prepared to take appropriate action should any reactions occur." One of the reactions listed is "allergic reactions."